Event description:
It was reported that the cot was raised to the highest position and maneuvered toward the doorway when the first set of wheels touched the threshold the cot dropped to the lowest position and turned onto it's left side, taking the strapped patient with it. The patient complained of a headache and had pain in his left shoulder, however, no adverse consequences or medical intervention occurred. One paramedic received a bruise as a result of the incident, however, no adverse consequences or medical intervention occurred.

Manufacturer narrative:
The field technician was unable to replicate the cot drop event. The field technician found worn roller plates, fasteners, rollers, and springs that may have contributed to the event. It was recommended that the worn components or the entire unit be replaced due to its age.

Event description:
It was reported that the cot was raised to the highest position and maneuvered toward the doorway when the first set of wheels touched the threshold the cot dropped to the lowest position and turned onto it's left side, taking the strapped patient with it. The patient complained of a headache and had pain in his left shoulder, however no adverse consequences or medical intervention occurred. One paramedic received a bruise as a result of the incident, however no adverse consequences or medical intervention occurred.